Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during power on the pump doesn¿t recognize a battery and got an error code saying pump motor drive phase a post. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported event was observed in event logs history. There was no 12-month service history during the review. Visual inspection had been performed and no anomalies were noted. Customer reported pump doesn¿t recognize a battery event was confirmed and replaced faulty interconnect board. The probable cause of the reported issue was faulty interconnect board. The device passed all functional testing after repair and was returned to the customer.